Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, suture frayed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). H3: investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one empty labeled winding former and one suture piece were received for analysis. Product code: 8412h. During visual inspection of the returned sample, the swage and attachment area were noted as expected. The suture piece was examined; fraying suture was observed in several sections. The end of the suture was cut, likely by a surgical instrument, and there was also a horizontal cut located near the end of the suture. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained via: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. Deficiency happened well into the suturing process. The shouldice hernia tension repair requires 4 overlapping layers of sutures. The surgeon recalls the issue happening around the 3 or 4th layer. One suture is used continuously. He said the issue happened 2-3" from the needle so not in an area where an instrument would be applied or he would be grasping. Were there any patient consequences? No patient consequences reported. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Spoke with the surgeon directly.